Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 95cm emboguard 87 balloon guide catheter (bgc) was received. Visual inspection was performed. The initial examination of the returned emboguard device identified partial shaft separation and exposed braiding approximately 165mm from the tip of the emboguard device. This damage was located in the region of bond 6 on the device. However, it cannot be confirmed if the damage occurred exactly at the bonded area. No further damage was noted at any other locations on the device. It was reported that the patient had a very tortuous anatomy. It was attempted to recreate the damage seen using a sample emboguard device and a highly tortuous and restricted anatomy and applying pression/tension/torsion force beyond the intended use of the device. The recreation showed that a tortuous anatomy can lead to kinking and flattening of the device however it did not indicate that it could cause shaft separation or exposed braiding. The complaint report detailed that the shaft was kinked ¿and the blade was sticking out¿, exposed braiding was seen on the returned device, therefore the complaint event is confirmed. Patient specific factors (severe tortuosity) are considered contributing factors to kinking, and any maneuvers applied (torsion and twisting) may have contributed to the device damage. However, internal recreations on sample device and tortuous/restricted model could not replicate the extent of damage. While the complaint event was confirmed, the root cause could not be established in this instance. Further investigation was carried out at the manufacturing site of the device. A DHR review found that there were no anomalies associated with this batch of devices. There is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. A review of manufacturing documentation associated with this lot (8968836) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 06-dec-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot: (8968836) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformance's related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure to treat an acute ischemic stroke (ais), access was the groin with aorta arch type 3, with the target occlusion in the m1 segment of the right middle cerebral artery (mca) with severely tortuous vessel, when the cereglide was being delivered with the 95cm emboguard 87 balloon guide catheter (bgc) (bg8795u / 8968836) inflated, it was unable to be advanced. A phenom¿ 21 microcatheter (medtronic) and a guidewire (unspecified brand) were inserted into the cereglide to the guide catheter, the wire was observed to be protruding from the kinked part of the emboguard bgc. The emboguard was kinked at about 14 cm from the tip, ¿and the blade was sticking out.¿ it was reported that the timing of the kink at the catheter tip occurred ¿probably when the inner catheter was removed. [The kink was] around the internal carotid artery (ica) bifurcation area. The cerenovus representative explained the structure of the emboguard to the physician and again showed the physician a video to facilitate understanding. The system was removed and the emboguard bgc was replaced with an optimo bgc, and the procedure was continued to completion. Continuous flush was maintained. There was no negative patient impact. On 12-nov-2024, additional information was received. The information confirmed that the target occlusion was in the m1 segment of the right mca. The reported kink occurred at the ica bifurcation. Clarification was received on the following statement: ¿the catheter was kinked about 14cm from the tip and the blade was sticking out.¿ ¿ the ¿blade¿ is supposed to be ¿braid.¿ multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly.